Event description:
Patient had an essure procedure and novasure procedure done on same day in (B)(6) 2010. In (B)(6) 2011, she was seen for abdominal/pelvic pain. Between (B)(6) 2012 she was seen four times by essure physician for bleeding and pain. He treated her with antibiotics. In (B)(6) 2012, she consulted a different physician. He performed a total hysterectomy on (B)(6) 2012. The left side essure micro-insert was protruding from the proximal portion of the uterine cornua. The right side micro-insert was not found during surgery, in pathology or on post-surgical x-ray. Pathology results were normal. Since patient had no underlying or pre-existing conditions and her symptoms resolved after surgery, surgeon attributed her symptoms to the perforated essure device.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.